Event description:
It was reported that this right ventricular (RV) lead was explanted due to dislodgement. A new lead with the same model was implanted. No additional adverse patient effects were reported.